Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-07801, 2134265-2013-07802. It was reported that following a coronary artery stenting treatment procedure, the patient expired. The 1st target lesion was located in the 1st right posterolateral branch (rpl1) with 90% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. After pre-dilation with a 2.0x15mm apex balloon catheter at 14atm for 30sec, a 2.25x28mm taxus liberte stent was implanted. Post-dilation was performed with a 2.25x8mm quantum apex balloon catheter at 12atm for 22sec, with 1% residual stenosis and timi flow 3. The 2nd target lesion was located in the rpl1 with 80% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. After pre-dilation with a 2.0x15mm apex balloon catheter at 14atm for 30sec, a 2.25x8mm taxus liberte stent was implanted. Post-dilation was performed with a 2.25x8mm quantum apex balloon catheter at 12atm for 22sec, with 1% residual stenosis and timi flow 3. The 3rd target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 12mm long with a reference vessel diameter of 2.5mm. After pre-dilation with a 2.25x8mm quantum maverick balloon catheter at 14atm for 24sec, a 2.25x16mm taxus liberte stent was implanted. The lesion was not post-dilated. Residual stenosis was 1%. The patient was discharged on aspirin and plavix. In (B)(6) 2013, the patient expired. The cause of death was cardiac arrest secondary to atrial arrhythmia. No autopsy was performed. No additional information is available at this time.